Event description:
It was reported that the patient was experiencing chest pain, fever, chills with rigor, had a right side effusion and hemoptysis. It was learned that the patient's right ventricular [rv] lead had a large vegetation which was determined to be staphylococcus epidermidis. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.